Event description:
It was reported that a small piece of metal came out of the saw when in use. Another saw was used to complete the procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The device was received at the MFR for testing. An eval will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.